Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
The customer's complaint that the autopulse platform (B)(6) started to smell like smoke, warmed up, and turned off after performing compressions for about 15 minutes was not confirmed during the functional testing and the archive data review. The reported problem was not reproduced during the testing at zoll. Upon visual inspection, no physical damage was observed. Upon further inspection, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate needs to be deburred to remedy the problem. Based on the archive data review, the autopulse platform was not powered on and used on the reported event date, november 07, 2023. The autopulse platform was last powered on and used on october 21, 2023. The autopulse platform performed compressions for approximately 15 minutes and stopped compression due to system error - 139 (unable to hold compression position). The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up the device, which is unrelated to the reported complaint. The system error was cleared using apvision3 software during the device evaluation performed at zoll. Upon clearing the system error, the autopulse platform was subjected to a run-in test using the large resuscitation test fixture (lrtf), the autopulse manikin, and the zoll torso fixture. The autopulse platform passed all the tests without error or fault. A brake gap inspection was performed, and the brake gap was verified to be within the specification. An open case system was performed, and ipa (isopropyl alcohol) was sprayed at the brake housing to remove extra metal rust as the motor spun. Following service, the autopulse platform passed the run-in and final tests without fault or error.

Event description:
During patient care, the autopulse platform (B)(6) started to smell like smoke, warmed up, and turned off after performing compressions for about 15 minutes. The use of autopulse platform was discontinued, and the battery was removed immediately. It is unknown if the platform displayed any error message during the issue. The autopulse platform was on the stretcher's soft padding at the time of the reported problem. The crew reverted to manual CPR for the rest of the call. No consequences or impacts on the patient.